Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was found that the locking mechanism was not working properly. It was further noted that the control sleeve and the turn sleeve were damaged due to corrosion that was found inside the unit. The assignable root cause was determined to be due to improper cleaning and wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the power drive device had an unspecified malfunction. There was patient involvement reported. It was not reported if there were any delays due to the event or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.